Manufacturer narrative:
(B)(4).

Event description:
It was reported "received patient with teleflex arrow iabp in place a functioning in mmc ccu, (+) ECG trigger, (+) zero on pressure. Upon initiating transport with sctu, iabp ECG appeared to resemble electronic type artifact. Iabp stopped pumping, manually changed trigger to pressure, not auto change from ECG to pressure, pressure rezeroed again. Iabp started pumping via pressure trigger only. Iabp did not give the option for ECG trigger, multiple attempts at troubleshooting ECG (lead changes, placement, all corrections inspected). No patient harm. Iabp able to use ECG trigger upon arrival at destination only, pressure trigger used for transport after troubleshooting." No patient injury or consequence reported.

Event description:
It was reported "received patient with teleflex arrow iabp in place a functioning in mmc ccu, (+) ECG trigger, (+) zero on pressure. Upon initiating transport with sctu, iabp ECG appeared to resemble electronic type artifact. Iabp stopped pumping, manually changed trigger to pressure, not auto change from ECG to pressure, pressure rezeroed again. Iabp started pumping via pressure trigger only. Iabp did not give the option for ECG trigger, multiple attempts at troubleshooting ECG (lead changes, placement, all corrections inspected). No patient harm. Iabp able to use ECG trigger upon arrival at destination only, pressure trigger used for transport after troubleshooting." No patient injury or consequence reported.

Manufacturer narrative:
(B)(4), the reported complaint of "electronic type artifact" is not confirmed. The product was not returned for investigation. The field service engineer inspected the pump after the case and could not duplicate the reported issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.